Manufacturer narrative:
A ge rep evaluated the system and the customer reloaded the system software. The system operates as intended.

Event description:
The customer reported that the system was not saving pt images. (Data loss). There is no report of injury or death associated with the even described in this complaint.